Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps/instructions.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a proglide device. Reportedly, as the black part (sheath) was in the patient, the physician was holding onto the black portion without holding onto the purple end and the device broke off (where the black portion meets the metal portion). The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint reviews were not performed because the device was not returned, and the part and lot numbers were not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. 40 sterile unused devices were returned and a visual analysis and testing was performed. 34 devices were inspected and there was no damage noted to the sterile/unused devices. Qat testing was performed on 10 devices which were successfully tested per the test plan. The root cause of the reported difficulty cannot be confirmed. The subsequent treatment is based on the circumstance of the procedure. In this case, based on the reported information, it is possible the angle of the device may have changed in relation to the vessel tract inducing the separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information: d4 - model # added. Correction: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated. D4 - primary UDI number updated from (B)(4) unknown to unknown . H6 - medical device problem code 2017 removed.